Event description:
It was reported the asymptomatic patient¿s atrial lead expressed an alert for high impedance. The level of impedance had and has been increasing over time. The plan was and is to continue to monitor the patient both in clinic and remotely as the pacing and sensing performances were and are acceptable and the patient was and is in good condition.